Manufacturer narrative:
(B)(4). Evaluation results: results - (other): visual inspection of the cartridge showed surgical residue and the cartridge tip was deformed.

Event description:
Facility stated when the package was opened, the tip of the cartridge was deformed. The cartridge was never used and there was no pt contact.